Event description:
The facility's biomedical engineering department returned the device for service with a report of failure code 812:02. The failure code was reported to have occurred after use. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. According to biomed, no pt injury and no medical intervention has been reported. No additional info available.